Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that during the open distal gastrectomy, when transection of gastric body, after the device was fired with good staple and cut line, could not open the jaw and the device's articular could not be returned to straight position. There is no report on the patient's injury.

Manufacturer narrative:
(B)(4). Additional information requested and received: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Was the device locked on tissue with the jaws closed? Yes if yes, how was the device removed? Opened the jaw manually with big force.